Event description:
This is filed to report a break it was reported that during preparation of a mitraclip xtw and while product testing, the clip would not close from an inverted state. It was stuck in an inverted state. Troubleshooting was performed but was not successful. Therefore, the mitraclip xtw clip was not used and was replaced. There was no clinically significant delay in the procedure. The returned device analysis observed a broken collet. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip close - inability) was confirmed via device analysis. Additionally, the clip was unable to open, the release crimper was loose, a collet tine was broken, and the release crimper had corrosion. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported/observed inability to close the clip, and the observed inability to open the clip, were due to the loose release crimper. The observed unstable (release crimper) associated with the loose release crimper, and the reported break (collet) associated with the broken collet tine, were identified to be related to a potential product quality issue. The observed corroded associated with the release crimper corrosion appears to be due to circumstances during device shipping/ storage. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception, the patient code severity aligns, and the occurrence rate is within the rate specified in the exception. Therefore, multiple exceptions are referenced. The investigation evaluated the reported issue, and the engineering group determined that the cause is potentially related to manufacturing variability and a contributing cause of material variability. Additional actions will be taken if warranted; and will be documented in an exception per internal operating procedures. Abbott will continue to trend the performance of these devices.